Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer experienced different blood glucose level of 144 mg/dl, 330 mg/dl and 247 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege that the insulin pump was under delivering. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.